Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the other coil not visualized on hysteroscopy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and back pain ("lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain,"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches,") and polyp ("other injury(ies) or complication please describe: polyps"). The patient was treated with ibuprofen and surgery (d&c). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, polyp and back pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, polyp, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs + mr received-injury nos replaced with device dislocation. Case became incident. Events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, migraines /headaches, dysmenorrhea (cramping), vaginal discharge ,dyspareunia, pain, fatigue,plaintiff did not undergo an essure confirmation test other injury(ies) or complication please describe: polyps, lower back pain were added. New reporters and dob were added. Product indication was updated. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.